Event description:
Complaint alleges: it was reported that the stapler jammed when trying to staple the patient. Customer had to organize another skin stapler. No patient injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.